Event description:
The user facility reported that the batteries had a burning smell and was found to be burning through the plastic blue wrapping during a procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The reported event was confirmed during the battery pack device evaluation.

Event description:
The user facility reported that the batteries had a burning smell and was found to be burning through the plastic blue wrapping during a procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.